Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope instrument has been received for failure analysis evaluation. The endoscope was found to have failed self-test. The endoscope was placed on an in-house sp system to test the qap (quality assurance procedures) and failed. Upon inserting the endoscope into the system, an error stating "endoscope self-test failed. Clean connector or replace endoscope" appears, indicating a self-test failure. A review of field log found error code that was pointing to camera and communication issue and illuminator time out. The customer reported complaint was replicated and confirmed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a camera self-test failed, and it could not be resolved by reconnecting the connector or performing a power cycle on the system. The technical service engineer (tse) confirmed error 48221 and advised the customer to clean the connector and reconnect it again, but the issue persisted. The tse advised the customer to change to another camera; however, he did not have a backup camera, so he decided to convert the surgery to laparoscopic. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage or abnormalities were found. During the procedure, a camera malfunction occurred before the timeout, and since there was no sterile spare camera available, it was necessary to convert to a traditional laparoscopic approach. The patient tolerated the change well, and there was no injury or health damage reported as a result of the conversion.